Event description:
It was reported there was failure to establish telemetry with devices. The rf (radio frequency) head was returned for disposal. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; rf (radio frequency) head was not able to interrogate with devices and the rf head failed functional tests. The rf head cable was found out of electrical specification. (B)(4).